Event description:
It was reported that the material damage occurred. A 1.25mm rotapro was selected for rotablation. During procedure, it was noted that the cover/sheath of the wire started melting/getting damaged because of the rotations of the burr of rotapro. The procedure was completed successfully, and no patient complications were reported.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system with the related rotawire within the device. Inspection of the device found that at 21.5cm distal from the strain relief, the sheath was torn and kinked. There was blood in the sheath. Product analysis confirmed the reported event as the sheath was kinked and torn. The damage present is indicative of overtightening the hemostatic valve. Additionally, the handshake connection was found to be bent and the related rotawire was unable to be removed from the burr catheter due to the damage present. B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that the material damage occurred. A 1.25mm rotapro was selected for rotablation. During procedure, it was noted that the cover/sheath of the wire started melting/getting damaged because of the rotations of the burr of rotapro. The procedure was completed successfully, and no patient complications were reported.